Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer on 2/5/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer's caregiver stated customer was in the hospital at that time but it was not related to her diabetes. Customer's caregiver stated that the replacement product is working to their satisfaction.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 321, 453, 348, 376 and 473 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 200 mg/dl. Customer stated she has had the meter for three months. Customer lives in an adult home and stated she has periods where she does not remember and that the staff write her numbers down and bring her insulin. Customer stated she was upset and was not testing at times. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 507 mg/dl and 527 mg/dl using truetrack meter. The customer is storing the product in the bedroom but takes it with her when she travels to an adult day center. The test strip lot manufacturer's expiration date is 02/16/2020 and open vial date at time of call is three weeks. The meter memory was reviewed for previous test result history (customer was not sure time was correct): (B)(6).